Event description:
Trinity revision after 10 days due to dislocation and bone fracture .(following a fall)

Manufacturer narrative:
(B)(4)- final report. Additional information, including x-rays, operative notes (primary and revision), patient information and medical history has been requested in order to progress with the investigation of this event. However, the reporter did not communicate any information. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided by the reporter it has been confirmed that the dislocation did not occur as a result of the device design or performance but due to the fall of the patient. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per comp (B)(4) - initial report. Additional information, including x-rays, operative notes (primary and revision), patient information and medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contribued to this event.

Event description:
Trinity revision after 10 days due to dislocation and bone fracture (following a fall).